Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. Upon receipt of the additional information it was identified that the plates broke and there are no indication that the screws malfunctioned at this time therefore, the screws are not reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the additional information it was identified that the plates broke and there are no indication that the screws malfunctioned at this time therefore, the screws are not reportable.

Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for unknown screws / unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient complained of spontaneous pain and deformity. Radiography showed that the plate was broken. Initially, patient underwent radius osteotomy for stretching and correction of bilateral madelung deformity, and osteotomy with ulna shortening on (B)(6) 2019. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for unknown screws. This is report 3 of 3 for (B)(4).